Event description:
Report received of catheter balloon rupture while in patient. Customer contact states that the patient, with a diagnosis of acute congestive heart failure, had a cardiac catheterization performed to measure right heart pressures. The catheter was inserted 6-8 cm out of the sheath, but then the practitioner had trouble manipulation the catheter, and it would not float. The catheter was removed and upon inspection it was noted that the balloon had ruptured with jagged edges reportedly observed on the ruptured balloon. Customer reports that all components of the balloon observed to be present. The customer uses daig brand introducer. There was no report of patient harm or injury. No add'l info was available.